Manufacturer narrative:
(B)(6) 2021.

Event description:
It was reported that the ventilator during use had an intermittent error 'oxygen not available' and low o2 supply pressure when in use on high flow therapy. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. It was reported that the customer changed the ventilator to noninvasive ventilation (niv) mode and the ventilator was still able to be used for therapy. The service provider inspected the device and could not duplicate the reported issue. The unit passed testing and no errors were found.